Event description:
N/a

Manufacturer narrative:
Trackwise - (B)(4). Updated section - b4, g3, g6, h2, h3, h6, h11. The device was returned to the factory for evaluation on 03/17/2025. An investigation was conducted on 03/26/2025. A visual inspection was conducted. Sings of clinical use and evidence of blood was observed. There were no visual defects observed on the intact cannula handle. The c-ring was observed to be intact. The scope wash tube was observed to be bent at the center of the scope wash tube. No other visual defects were observed. Based on the returned condition of the device as well as the evaluation results, the reported failure "material twisted- bent scope wash" was confirmed. The lot # 3000443198 history record review was completed. There was an ncmr, rework, or deviation documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 c-ring bent. Open new kit to finish procedure. No adverse effects.

Manufacturer narrative:
Tw (B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.